Event description:
The hcp reported that the pump motor stalled due to a magnetic resonance imaging as confirmed by the pump event logs. No stall recovery was noted. The hcp planned to continue to interrogate every 10-15 minutes. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4). The device is included in the medical device safety alert, important info on potential MRI effect physician communication ((B) (6) 2008).